Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unexplained bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dry eye ("dry eyes"), lymphadenopathy ("swollen glands"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), nausea ("nauseousness") and rash ("rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (now preparing to have surgery only way to remove essure is to have hysterectomy). At the time of the report, the genital haemorrhage, dry eye, lymphadenopathy, arthralgia, weight increased, back pain, abdominal pain, nausea and rash outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, genital haemorrhage, lymphadenopathy, nausea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('unexplained bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dry eye ("dry eyes"), lymphadenopathy ("swollen glands"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), nausea ("nauseousness") and rash ("rashes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (now preparing to have surgery only way to remove essure is to have hysterectomy). At the time of the report, the genital haemorrhage, dry eye, lymphadenopathy, arthralgia, weight increased, back pain, abdominal pain, nausea and rash outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dry eye, genital haemorrhage, lymphadenopathy, nausea, rash and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.